Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The dilator distal tip inner diameter measurement was consistent with manufacturing specifications. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skiving was noted along the inner wall of the dilator. Based on the received condition of the device and the information provided, the cause of the needle insertion difficulty and subsequent skiving and ¿the end of the sl1 was not as expected/too tight¿ remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming the skiving of the introducer.